Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A clinical review has been conducted and has found no indication of any clinical performance issues that could have lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as swelling and pain at the sensor site. Customer had contact with a healthcare professional and was prescribed an unspecified ointment and oral antibiotics for treatment of diagnosed infection. Customer has since recovered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: d4 (serial number) has been updated to (B)(6) based on returned product. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. The sensor adhesive was not returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as swelling and pain at the sensor site. Customer had contact with a healthcare professional and was prescribed an unspecified ointment and oral antibiotics for treatment of diagnosed infection. Customer has since recovered. There was no report of death or permanent injury associated with this event.